Event description:
It was reported that the patient presented for a system implant procedure. During the procedure, the left ventricular lead was punctured by the guidewire. The lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of insulation breach was confirmed. Final analysis found that the lead insulation was perforated by the guidewire consistent with procedural damage.

Manufacturer narrative:
Correction - h6 - investigation conclusion code should have been unintended user error rather than cause traced to component failure.